Event description:
The physician reported the hydrophylic coating of the guidewire was flaking off. It is unknown whether this phenomenon had occurred during a procedure, or if a patient was adversely effected as a result of this phenomenon. To date, there were no allegations of harm reported.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, the cause of the user's experience is unknown at this time. If the device is returned, and further significant is found, a supplemental report will follow.